Manufacturer narrative:
(B)(4). Correction number: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg was inoperable as the patient had not used or charged his system in approximately two years. Subsequently, the patient's ipg was explanted and replaced on (B)(6) 2015. Effective stimulation was reportedly restored postoperative.